Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor gel implants, suffered left breast capsular contracture; baker grade IV, left breast pain, and right breast pain, post-operatively. It was also reported that the left breast was more painful but that the patient's right arm was going numb. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the suspect medical devices are the following: (left) 450cc mentor memorygel breast implant catalog: 3507450bc lot: 5718146 and (right) 450cc mentor memorygel breast implant catalog: 3507450bc lot: 5718146. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 5718146 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.